Event description:
Dilator for 6fr angioseal would not stay snapped together with device delivery sheath. It would disengage from delivery sheath without resistance when attempting to advance over the guidewire and/or femoral artery.